Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The device remains implanted. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a consumer reported to have blurred distance vision with a refraction of -2.50 spherical diopters. The device remains implanted.